Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Reported complaint cannot be verified from the received photo. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during the cataract surgery with intraocular lens (iol) implant procedure, the implant is not correctly released from the injector, it was complicated if the surgeon wanted to re-implant it. Additional information has been requested.